Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating absence of no delivery alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer questioned why the pump did not alarm when the reservoir was complete. The customer stated that the pump alarmed at 10 and 20 units but the reservoir is completely empty. The customer stated that the last infusion set change is (B)(6) 2015. The customer was unable to change the infusion set because she did not have a tubing clamp at work. The customer was advised that the pump should have given a no delivery alarm when the reservoir is completely empty. The customer stated that the issue has occurred periodically for the last six years.